Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025 on (B)(6) 2025, the pediatric patient experienced a skin reaction at the needle puncture site following sensor application. The reaction included redness, inflammation, drainage, and signs of infection. On (B)(6) 2025, the patient was taken to the emergency room by their parent due to worsening symptoms. The affected area on the arm showed increased swelling, redness, and thick drainage at the puncture site. The attending physician diagnosed an infection and prescribed a 7-day course of oral antibiotics. At the time of this report, the patient has recovered and is reported to be feeling well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).